Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the hospital after receiving inappropriate therapy. Noise was found with provocation testing. Lead insulation defect suspected. The physician decided to program the tachy zone off.